Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee was revised approximately 5 years post initial operation. Patient presented with knee pain. Surgeon performed revision due to osteolysis. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to osteolysis, as stated in the experience reported. However, the reason for the osteolysis cannot be determined and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user or patient related considerations could not be assessed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.